Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total abdominal hysterectomy (tah) procedure. The stapling devices were being used on the broad ligament. Both manual stapling handles were not able to fire. The devices were loaded and the surgeon was able to press the green button. However, was not able to squeeze the handle. In order to resolve the issue and complete the case, used another stapler. There was no patient harm. The patient status is alive, no injury. No reinforcement material was used.